Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix damaged, bent, and stretched. This contributed to the helix complaint. Stylet insertion testing passed. It passed through the coil to the distal tip without obstruction.

Event description:
It was reported that during implant of the right ventricular (rv) lead r waves were low. The helix became fixed and the stylet could not be removed from the lead after multiple attempts to reposition the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.